Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the evercross pta catheter was received threaded through a 7fr introducer (unknown make/ model) but no cine images from the procedure. The distal edge of the introducer exhibited material deformation. The catheter balloon chamber exhibited a circumferential tear and a longitudinal tear extending from the circumferential tear to the distal cone tip. The circumferential tear was irregular, that is, not perpendicular/ cross-sectional. The inner shaft within the balloon chamber was stretched resulting in a separation of the tear borders. The tear lines of the two tear-faces matchup and the cumulative lengths of the two balloon segments suggest that all balloon material was accounted for.

Event description:
The evercross balloon was used to treat a left upper arm fistula (luaf) stenosis. After successful inflation and deflation, the device was pulled back into the 7f sheath to remove from the patient, and at that point, the balloon ruptured (circumferential tear).

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).